Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump alarmed with a motor error, her blood glucose was running high and at 649 mg/dl and she had not eaten anything. Customer stated she had breast cancer, which her healthcare provider had explained, could play a part in high blood glucose. The customer stated she was nauseous. She treated with the insulin pump and manual injections. Troubleshooting was performed. The drive support cap appeared normal. The high pressure test was performed and did not pass once, but passed the second time. Customer was advised to change entire set, reservoir and insulin. Upon removing the infusion set, customer noticed it was bent. Customer stated she would follow up with healthcare provider.